Event description:
Reporter stated the insulin delivery of the infusion device is inaccurate. The customer experienced hyperglycemia of 350-400 mg/dl as a result, but he was able to resolve the issue by using insulin pens and changing to a different infusion device. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.